Manufacturer narrative:
The explanted device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented with a hematoma and purulent discharge shortly after the implant procedure. Several weeks later the device and non-boston scientific leads were explanted due to infection. No additional adverse patient effects were reported.